Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy procedure, after the set up, the surgeon tried to fired the device. The handle could not be squeezed. A new product was taken out and was able to be used without problem. No patient injury.